Event description:
On (B)(6) 2014, it was reported that the check button on the patient's infusion device was not functioning. No adverse event was reported. The infusion device could not be returned for legal and customs issues.

Manufacturer narrative:
The event occurred in (B)(6). Product cannot be returned - customs issue.